Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. H3 other text : device not returned.

Event description:
Revision of right tha due to loose cemented stem. Stem, head and liner were explanted. Competitor stem and head were implanted along with stryker insert.